Event description:
While preparing for use, the evis exera iii xenon light source was turned on and all lights on the front panel were now lit and could not be controlled. After pressing the power button, everything was working as expected. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the main board had malfunctioned. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the front panel lights were lit up and unable to be controlled due to a faulty main board. However, the definitive root cause of the main board malfunction could not be determined. Olympus will continue to monitor field performance for this device.